Event description:
Pt treated by paramedics for hypoglycemia. Pt received an unplanned insulin delivery of 2.5 units and then, shortly afterward, became unconscious. Pt was treated at the scene with glucose and did not require transport to the hospital.